Manufacturer narrative:
The unit was received with a blank display due to the battery tube not being properly plugged into the interface board. The motor error alarm could not be verified due to the blank display. After the battery tube was plugged properly into the interface board the insulin pump operating currents were within specification. The motor was tested outside of the device and passed. The unit was received with cracked battery tube threads and minor scratches on the lcd window.

Event description:
The customer reported via phone call that her insulin pump was consuming batteries rapidly; the batteries were only lasting one day at first, and then the issue worsened to the point where the batteries last only a few hours. The device also alarmed motor error. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.